Event description:
Caller tested 5.3 inr on professional coaguchek xs system 1 while professional coaguchek xs system 2 returned as 2.5 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for coaguchek xs system 2. Reference medwatch patient identifier (B)(6) for coaguchek xs system 1.